Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-00953, 2134265-2016-01385 and 2134265-2016-01424. It was reported that high temperature drifts past high temperature setting. A maestro 3000 cardiac ablation system - controller was selected for use in conjunction with a 10mm blazer prime xp. During a flutter ablation, the maestro generator was set at 70 watts of power, impedance was at normal range, with a temperature setting to shut off at 60 degrees, however, the temperatures were spiking up to 68 degrees without the generator cutting off or cutting down the power. The staff had to turn down the power or come off ablation in order to avoid complications. They changed cables and continued to have this same problem. Then they changed to another maestro generator and pod and continued to have this problem. They then switched the catheter to a blazer prime 8mm tip catheter and as they continued to try to ablate, the temperature spiked as high as 74 degrees, while the temperature set point was still set to 60 degrees. At this point, they stopped ablating, replaced the generator and catheter, and finished the procedure. No patient complications reported.